Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. A terminal segment and a tip segment were returned. Visual inspection confirmed cuts and tears in the lead insulation. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/first-rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that noise was oversensed on the shocking portion of this lead which resulted in non-sustained ventricular tachycardia (nsvt) and some ventricular fibrillation (vf) events. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.